Event description:
The customer reported the loss of synchronization on the fluoroscopy monitor. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. During a retrospective review this event was determined to be reportable. It was included as part of a (B)(4) request to FDA on (B)(4) 2011 ((B)(4)). FDA requested this event to be removed from the (B)(4) request and filed via 3500a.